Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient states that the replacement machine is still dispersing particles from the machine and added a bacterial filter to prevent the patient protection from inhaling these particles. The patient alleges congestion/phlegm. The device has not yet been returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed. The correct b5 should be - the patient states that the replacement machine is still dispersing particles from the machine and added a bacterial filter to prevent the patient protection from inhaling these particles. The patient alleges congestion/phlegm. Despite three gfe attempts on 05/20/2025, 05/23/2025, 05/30/2025 the device has not yet returned to the manufacturer for evaluation. There has been no response from the customer on the return of the device. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. In addition, appropriate code updated/corrected in this follow-up report. In the initial report it was wrongly reported under recall, corrected in this follow-up report. This report is not a part of recall.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient states that the replacement machine is still dispersing particles from the machine and added a bacterial filter to prevent the patient protection from inhaling these particles. The patient alleges congestion/phlegm. The device has not yet been returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient states that the replacement machine is still dispersing particles from the machine and added a bacterial filter to prevent the patient protection from inhaling these particles. The patient alleges congestion/phlegm. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation during the evaluation, the device powered on and air flow was confirmed. The device's downloaded logs were reviewed by the third-party service center. There was zero error code found. The third-party service center concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation and unit got corrected. Box h: evaluation method code, evaluation results code, component code grid and conclusion code grid has been updated.